Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on the catsweb system performed in november 28, 2017 revealed no additional investigation request for this po number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the device was inserted and removed. If explanted, give date: not applicable, as the device was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the optic of a zcb00 19.0 intraocular lens (iol) tore during insertion. The iol was fully inserted and there was patient contact. It was reported that the procedure completed successfully using a backup lens with same model and diopter size. There was no incision enlargement, vitrectomy, or sutures used. There was no serious patient injury. No additional information was provided.